Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 535 mg/dl which was treated with insulin pump. Customer stated that the infusion set cannula was little bent. Customer was using insulin pump within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.